Event description:
Drive devilbiss healthcare received notification of an incident involving a rollator that drive imports and distributes. The patient was attempting to rise out of the rollator when reportedly the unit rolled out under him causing him to fall to the ground. The patient was taken to emergency room where it was discovered that he suffered skin abrasions and infections on his right arm. Patient received the rollator fully assembled without instructions. Drive is in the process of obtaining the unit in question.